Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression, but not test strip insertion. A port issue was observed. The reported complaint was not confirmed. The device manufacturer date for the reported meter serial number is unknown.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
B5: event description updatedb7: other relevant history corrected d10: device available for evaluation updatedf10: device codes addedh3: device evaluated by manufacturer updatedh5: labeled for single use correctedh6: evaluation codes addedproduct evaluation:failure analysis for fiber 0010-2400-625a-1810:the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window.probable root cause:based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.